Event description:
Additional information was received from the patient. They reported that the cause of the implant depleting to 50% overnight was not determined and no further clarification was provided. They reported that the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that for over a year they had been charging their implant every night and their ins battery would show 70-80% when they went to charge; however, yesterday when they went to charge their ins the battery showed 100% and today when they went to charge the ins battery showed 90%. Agent asked and caller confirmed that they had not made any changes to their therapy settings. Agent had caller confirm that stimulation was on (group b). Agent reviewed information and instructed caller to monitor and call back if any error messages appeared or if they were unable to charge ins or controller to full. Agent redirected to healthcare provider (hcp), as caller feels necessary, to look at programming. Patient called back in reported that for 4 days in a row the implant has not decreased below 100%. Agent reviewed that the patient has had all their external equipment replaced and that they need to follow up with a manufacturer representative for adjustments to be made. Patient then disconnected the call before further action could be taken. Patient called back in, stating that over the last week their implant battery would deplete to 50% every night. Patient stated normally over the past year, their implant would only go down to 80% by the end of the day, and then just recently it would not deplete past 100%. Patient confirmed they did not make any therapy adjustments or have any recent re-programming. Patient stated their implant is "fairly new." Agent redirected the patient to their managing hcp to further address the issue.